Manufacturer narrative:
The lot was manufactured from july 31, 2020 - august 03, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of folfusor sv (small volume) burst during filling with cytostatics. It was further reported that 50 mg/ml of glucose had been filled and when fluorouracil was added the bladder burst. There was no patient involvement. No additional information is available.